Event description:
A 3m precise pgx 35w skin stapler jammed and would not release staples when trigger was pulled. Diagnosis or reason for use: bilateral breast reconstruction. MFR reported as: (B)(6).